Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the log files were provided for the system controller exchange and it was due to a blank screen on the heartmate touch device. After the system controller exchange it looked as though the device was functioning as intended. There were some concerns about blanking flows but the flow looked solid in the limited data provided. It was requested that the log files from the exchanged system controller be provided as it may have more pertinent data.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a communication issue between the heartmate ii system controller (serial number: unknown) and the heartmate touch could not be confirmed. It was communicated that the system controller was exchanged, and log files were then submitted for review from the new primary system controller. The log file revealed that the driveline was connected to the new controller sometime between 11:25:37 and 11:25:53 on (B)(6) 2025. Following this connection, the pump operated at a speed within the expected range, and no notable events were observed multiple attempts were made to obtain log files from the exchanged controller, the serial number of the exchanged controller, product return information, and details related to the resolution of the issue; however, no response was received. The root cause of the reported event cannot be conclusively determined through this analysis. The device history records could not be reviewed, as the serial number was not provided. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate ii left ventricular assist system (lvas) instructions for use with heartmate touch (rev. A) and heartmate ii lvas patient handbook featuring the mobile power unit (rev. A) are currently available. Section 2 of the instructions for use explains how to replace the running system controller with a backup controller. Section 4 of the instructions for use explains the heartmate touch communication system. Section 5 of the patient handbook and section 7 of the IFU provide information on how to handle system controller alarms. The patient handbook instructs the user to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
After further review of the system controller exchange that was done it was noted the staff was initially unsure why there were dashes for the flow education provided on the heartmate ii with calculating flow. The reason the system controller was changed out was due to the pump running green light being dull and unable to be seen. There was no serial number available for the heartmate touch as the ICU has 3 of them. This was said to not be a heartmate touch issue but just an educational issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a dim pump running light emitting diode (led) the heartmate ii system controller (serial number: unknown) could not be confirmed. It was communicated through additional information that the system controller was exchanged due to the pump on/running green light being dull. Log files were then downloaded and submitted for review from the new primary system controller. The log file revealed that the driveline was connected to the new controller sometime between 11:25:37 and 11:25:53 on (B)(6) 2025. Following this connection, the pump operated at a speed within the expected range, and no notable events were observed multiple attempts were made to obtain log files from the exchanged controller, the serial number of the exchanged controller, and product return information; however, no response was received. The root cause of the reported event cannot be conclusively determined through this analysis. The device history records could not be reviewed, as the serial number was not provided. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate ii left ventricular assist system (lvas) instructions for use with heartmate touch (rev. A) and heartmate ii lvas patient handbook featuring the mobile power unit (rev. A) are currently available. Section 2 of the instructions for use explains how to replace the running system controller with a backup controller. Section 4 of the instructions for use explains the heartmate touch communication system. Section 5 of the patient handbook and section 7 of the IFU provide information on how to handle system controller alarms. Heartmate ii instructions for use (rev. B) section 8 - ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6 - ¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. Heartmate ii patient handbook (rev. C) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad. The patient handbook instructs the user to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ no further information was provided. The manufacturer is closing the file on this event.